Event description:
It was reported that the ivus catheter passed over a guidewire and got stuck. The ivus catheter seemed to be glued when it was pulled from the guidewire and the ivus catheter was "shredded". Both the ivus catheter and the guidewire were removed from the patient's body as a unit. The facility technician reported that the ivus catheter just came apart starting just proximal to the transducer. The procedure was successfully completed using a new ivus catheter of the same model and a new guidewire. The manufacturer's clinical specialist stated that the hospital did not report of any missing part and the device was discarded. There was no report of patient injury or adverse event. The patient was fine upon leaving hospital.

Manufacturer narrative:
(B)(4). The ivus catheter was discarded by the customer and was not returned to the manufacturer for evaluation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. Since the device was not returned for evaluation, product investigation could not be performed. No further action is required.